Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead delivered multiple shocks. The patient coded and was sent to the intensive care unit (ICU). While in the ICU, the device and right ventricular (rv) lead exhibited a shock impedance measurement of 0 ohms when a commanded test was done. The field representative noted that previous daily measurements have indicated shock impedance measurements within normal limits. Boston scientific technical services (ts) was contacted for assistance. Ts suspects the 0 ohm measurement was likely due to the electromagnetic interference (emi) from hospital equipment and advised to test the device in a different environment. This product remains in service. No adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the shock impedance measurements returned to normal values after the patient was moved away from hospital equipment. The physician was satisfied with this and there is no plan for further testing. This product remains in service. No adverse patient effects were reported.